Event description:
Reported as a problem by several members of nursing staff. This is a safety needle. Several occurrences made by nursing - after drawing medication into syringe, nursing recaps needle pending administration to patient. Upon recapping, if not in perfect alignment, needle bends and perforates cap. Needle tip protrudes outside cap. Several staff have received puncture wounds.